Event description:
It is reported that six (6) end-users had the device in place that would not drain feces. Each of the end-users has large volumes of liquid feces. The staff attempted to reposition the drainage device with failed attempts. Fecal leakage was noted around the devices.

Manufacturer narrative:
The staff reported preliminary balloon inflation and deflation prior to insertion of each device. The device was replaced for each of the end-users. The hosp floors will be visited for evaluation and education. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the end-users being harmed as a result of this malfunction. At the time of this report, a return sample is expected but has not been received. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.